Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation. The premarket ID is k163194. This number correspond to a new device which has not been updated on the software system used to send the report to FDA, because of that the g5 field is empty. In addition, we are already working on the update of this code on the software system of the company.

Event description:
(B)(4) - the dentist reported that after 1 month dental implant was installed in intraoral region 24#, its non-osseointegration was observed. In addition, 60 ncm of primary stability was achieved, the patient presented bone type I and immediate load was performed.